Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that she experienced an infection at an insertion site on her arm. The spot was tender and she noticed a little sensitivity while wearing the pod between 36 and 48 hours. She went to the doctor and was prescribed an oral antibiotic (bactrim 800). The product was disposed of.